Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. The distal broken section measured approximately 11 mm, and the remaining cut wire measured approximately 19 mm, totaling 30 mm, which indicates no missing fragment. The cutting wire breakage was likely due to incorrect output settings or activation while the cutting wire was in contact with metal parts of the endoscope, or the cutting wire may have been tightened too strongly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the cutting wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic sphincterotomy, the cutting wire on the sphincterotome broke. There was no report of patient harm.